Manufacturer narrative:
U.s. Reporting agent notified on (B)(4)2015. Manufacturing site investigation displayed several area where dents were identified, likely resulting from handling influences (such as drop down or hitting on hard surfaces). The measuring of the skin thickness setting (using gauge) showed following results: target value: 0.4 mm; measured value is 0.6 mm. Further inspection with feeler gauge (setting 0.2 mm) showed that on the left, a feeler gauge of 0.35 mm can be put into the dermatome head. On the right side, a feeler gauge of only 0.05 mm can be put into the dermatome head. Result: gap between blade and blade flap is not parallel, causing an uneven transportation of the skin transplant after cutting. The right clamping lever for the blade flap cannot be fixated correctly; likely a consequence by influences during handling. During tests performed with artificial skin, the malfunction was reproduced. Two blades were received for evaluation and both were found to be according to specification. The returned dermatome had a manufacture date of 2007 with the last repair being in november 2014. Due to the indications of impact on the product in several arias, and the non-parallel gap noted between the blade and blade flap, it appears that the device was subjected to higher forces during handling. The malfunction is not attributed to material or manufacturing/repair defects. Corrective action is not required.

Event description:
Country of complaint: (B)(6). Difficulty setting the correct cutting thickness of the skin transplant. Some instances its too thick, in others its too thin.